Manufacturer narrative:
308970 evaluation statement: the reported event of a syringe pump module that would not recognize syringe could not be confirmed. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the alaris syringe pump module would not recognize or accept the syringe while stating it was the wrong syringe. Bd clinical practice consultant provided the customer educational material in which the customer stated that they were able to resolve the issue. The identified issue was that the syringe label impeded the devices ability to recognize the syringe. After repositioning the syringe the device had an unobstructed view of the syringe and was able to accurately identify the syringe. The customer further stated that there were no adverse effects caused to the patient from the event.